Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-00022. It was reported during follow up with the patient, imaging showed the two implanted scs leads had migrated down. Surgical intervention would be necessary to address the issue.

Event description:
Related MFR report: 3006705815-2021-00022. Follow up information obtained identified the patient's scs system leads were replaced. The leads are in the correct place and the issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.